Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient notifier issue could not be conclusively determined. (B)(4).

Event description:
The patient notifier was not able to be felt when tested with wireless telemetry and the programmer want. The patient was stable and will continue to be monitored remotely.